Manufacturer narrative:
(B)(4). Date sent: 5/20/2026. D4 batch #: unknown. Additional information was obtained: -the procedure was a laparoscopic ovarian tumor resection. -the sales rep heard that there was no significant tissue damage because the sealing performed by a bipolar to remove the enseal. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown laparoscopic ob-gyn surgery, the jaws became not open when trying to remove the fallopian tube during the third activation of the procedure. Bipolar treatment was performed near the tip of the enseal, and the enseal was retrieved. At the time of retrieval, the tip of the enseal¿s jaws remained closed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.